Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. The customer would change the cartridge and infusion set to address the occlusions. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was released later that same day.